Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause. The reason(s) for reoperation is/are: "severe rippling" (visibility/palpability).

Event description:
Healthcare professional through sales representative reported "severe rippling". This record is for the right side. Device was explanted.